Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one day post implant, device interrogation revealed the atrial lead was dislodged into the ventricular. Lead testing revealed electrical anomaly and chest x-ray confirmed the atrial lead was dislodged. The lead was successfully repositioned on (B)(6) 2019. The patient was in stable condition.

Event description:
New information received noted that the lead was capturing the wrong chamber; electrical testing was abnormal due to wrong position since the lead had dislodged.